Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer number 6 made a clicking sound but never opened. The field service engineer (fse) corrected the issue by adjusting the drawer guide rails. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 would not open without someone manually pulling the drawer out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.